Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix of the lead did not deploy inside the patient. The lead previously test outside the patient, did extend and retract with no problems. The lead was not implanted. No patient complications have been reported as a result of this event.